Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support, the patient experienced oozing from the access site. The hemoglobin dropped from 7 to 5.7. Oozing was attempted to be resolved with sutures, but the issue did not resolve completely. Therefore, a pressure bandage was also applied. Patient received 2 frozen plasmas and blood products. The impella was not removed as a result of the failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Manufacturer device report 1220648-2024-10731 was created in error. All investigation findings can be found in manufacturer device report 1220648-2024-10624.